Manufacturer narrative:
Manufacturer report date: 05/11/2011. (B)(4). One used syringe set was received for investigation. No anomalies were visualized. During functional testing, leaking was observed from the film on the pressure sensing disc. The customer's report of the set leaking at the pressure sensing disc was confirmed. The root cause of this failure was identified as a manufacturing issue of an inconsistent weld along the circular edge of the pressure sensing disc.

Event description:
Customer reported the syringe pump set leaked at the pressure sensing disc. The nurse was called into the room to check the IV tubing which was found leaking during an infusion. There was no patient harm. No other details of the event or patient are available.